Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the reported issue. The instrument was analyzed and found to have insulation damage to the conductor wire. The insulation was found to have scratch marks/abrasions. There was no material missing. The conductor wire was not exposed. The instrument passed an electrical continuity test. The complaint regarding insulation damage was confirmed by failure analysis, however the conductor wire was not exposed, and no thermal damage was found. The common cause of this failure is attributed to a component failure.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
A return material authorization (RMA) has been issued and intuitive surgical, inc. (Isi) has requested to have the fenestrated bipolar forceps instrument be returned for evaluation; however, the instrument has not yet been received as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. The probable root cause of the damaged conductor wire insulation is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument. This complaint is considered a reportable event due to the following conclusion: it was alleged that the fenestrated bipolar forceps instrument was found to have a defective black insulated wire. A damage found at or near the conductor wire has potential for electrical discharge at a location other than intended. At this time, it is unknown what caused the damage to the conductor wire to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument was found to have a defective black insulated wire. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the black insulation had a cut. During the last use, the instrument was inspected prior to surgery and no damage was found. There was no thermal damage or arcing observed. There was no cautery loss associated with the defect and no information about collision with other instruments.